Manufacturer narrative:
The report events of insulation damage and low pacing impedance were not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, low pacing impedance, due to insulation breach on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was recovering after the procedure.